Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection was performed and identified the damaged power cord. The cause of this condition could not be determined. To correct the condition, the power cord was replaced. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.